Event description:
Procedure type: unknown. According to the reporter: a piece broke off the device and fell into the cavity during the case. The piece was retrieved and will be sent back for evaluation. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).